Event description:
A new graduate rn in orientation mistook the tb syringe, mfg by becton dickinson which is a 1ml syringe for an insulin syringe and drew up 90 units of insulin rather than nine and administered it to the pt. The pt was made aware of the error. The issue is really surrounding the ability to mix-up the two syringes. The distinction is not clear enough on the syringes themselves. The pt had a severe hypoglycemic reaction and was transferred to the intensive care unit, stabilized adn subsequently transferred back out to the floor.